Manufacturer narrative:
(B)(4). Method: one of the complaint opt542 adult optiflow interfaces was returned to fisher & paykel healthcare (B)(4) and was visually inspected. Results: visual inspection revealed that the tubing of the complaint opt542 was pulled apart. A lot check revealed no other complaints for lot date 120203. For the first event the hospital reported that the opt542 "spontaneously broke during the night" while on a patient. No patient consequence was reported. They reported that the opt542 was "hanging on the water pole" and the damage occurred prior to patient use for the other two events. Conclusion: based on the inspection conducted, the reported fault is most likely due to excessive force applied on the nasal cannula, possibly due to the caregiver or the patient pulling the tube. The opt542 interface is used to deliver humidified oxygen to patients. The opt542 consists of a lightweight delivery tube which is connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's nares. The opt542 interface is shipped to the customer fully assembled. The cannula is 100% inspected by production line staff during assembly for visual defects such as cracks, tears, inclusions, discolouration and deformation. If any are found the product is discarded. The user instructions that accompany opt542 optiflow nasal cannula state the following: "do not crush or stretch tube."

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that three opt542 optiflow nasal cannulae became damaged during use. The first event occurred on (B)(6) 2014 and the hospital reported that the opt542 spontaneously broke during the night. The second event reported occurred on the (B)(6) 2014 and the hospital stated that the opt542 was hanging on a water pole before patient use and the tubing disconnected. The third event on the (B)(6) 2014 also occurred before patient use while the opt542 was hanging on a water pole and the tubing disconnected. No patient consequence was reported.